Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), migraine ("migraines"), cystitis ("bladder infections"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, migraine, cystitis, dyspareunia and procedural pain was resolving and the abdominal pain had not resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain and procedural pain to be related to essure. The reporter commented: on (B)(6) 2006: patient underwent attempts to implant essure the device failed. Her healthcare providers attribute the abdominal pain to scar tissue from her essure removal surgery. Diagnostic results: hsg test was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: the coil was noted to be outside of the ostia and in the uterus/ migration of essure device"), pelvic pain ("severe pelvic pain/ pelvic pain"), genital haemorrhage ("abnormal bleeding"), adhesion ("fibrous adhesions"), dementia alzheimer's type ("ad cell syndrome"), bipolar disorder ("bipolar depression") and seizure ("seizures") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included attention deficit disorder (add(attention deficit disorder)), migraine, colitis, irritable bowel syndrome, kidney stones and fibromyalgia. Concurrent conditions included dysuria since (B)(6) 2012, chronic anxiety since (B)(6) 2013, depression since (B)(6) 2013, mental disorder since (B)(6) 2013, head injury since (B)(6) 2013, neck strain since (B)(6) 2013, contusion since (B)(6) 2013, contusion of knee since (B)(6) 2013, abrasions since (B)(6) 2013, fractured ribs (right ninth and 10th rib fractures) since (B)(6) 2013, visual disturbance (right eye) since (B)(6) 2013, subconjunctival hemorrhage (right eye) since (B)(6) 2013, myoclonus since (B)(6) 2013, physical assault since (B)(6) 2013, chronic interstitial cystitis since (B)(6) 2014, arthritis since (B)(6) 2014, attention deficit/hyperactivity disorder since (B)(6) 2014, asthma since (B)(6) 2014, cystitis interstitial since (B)(6) 2014, empty sella syndrome since 2013 and overweight. Concomitant products included ciprofloxacin hydrochloride for urinary tract infection as well as alprazolam and phenazopyridine hydrochloride. On (B)(6) 2006, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2009, the patient experienced visual impairment ("vision/eye problems type: wears glasses after essure"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain") and back pain ("severe back pain/ pain back"). In (B)(6) 2010, the patient experienced bipolar disorder (seriousness criterion medically significant) with mental disorder, anxiety ("anxiety issues"), insomnia ("sleep problems (insomnia)") and personality disorder ("personality disorder mls (after essure)"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced vaginal discharge ("vaginal discharge") and ovarian cyst ("ovarian cysts"). In (B)(6) 2012, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced cystitis ("bladder infections/ bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced dementia alzheimer's type (seriousness criterion medically significant), neuropathy peripheral ("neuropathy in right lower leg and right arm/fingers/foot") and benign neoplasm ("benign cyst on pineal gland"). In (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient experienced adhesion (seriousness criterion medically significant), cervicitis ("mild chronic cervicitis with nabothian cyst"), cervical cyst ("mild chronic cervicitis with nabothian cyst") and adnexa uteri cyst ("bilateral tubes with paratubal cysts"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), hyperchlorhydria ("stomach acid issues with food") and dyspepsia ("heartburn"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), tooth disorder ("dental problems"), uterine pain ("uterine pain"), device deployment issue ("attempted to deploy both devices, but one failed to deploy"), complication of device insertion ("complication of device insertion") and eye disorder ("eye problem"). The patient was treated with surgery (a total laparoscopic hysterectomy and bilateral salpingectomy with lysis of adhesions), surgery (a total laparoscopic hysterectomy and bilateral salpingectomy with lysis of adhesions) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, adhesion, dementia alzheimer's type, bipolar disorder, seizure, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, insomnia, personality disorder, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, neuropathy peripheral, allergy to metals, vaginal discharge, visual impairment, fatigue, weight increased, cervicitis, cervical cyst, adnexa uteri cyst, ovarian cyst, benign neoplasm, uterine pain, device deployment issue and complication of device insertion outcome was unknown, the pelvic pain, genital haemorrhage, cystitis, migraine, procedural pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia was resolving and the hyperchlorhydria and dyspepsia had not resolved. The reporter provided no causality assessment for complication of device insertion and device deployment issue with essure. The reporter considered abdominal pain, adhesion, adnexa uteri cyst, allergy to metals, anxiety, back pain, benign neoplasm, bipolar disorder, bladder disorder, cervical cyst, cervicitis, cystitis, dementia alzheimer's type, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hyperchlorhydria, insomnia, menorrhagia, migraine, nausea, neuropathy peripheral, ovarian cyst, pelvic pain, personality disorder, procedural pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2006: patient underwent attempts to implant essure the device failed. Coil failed to release from device, a second device was advanced into the same ostia, however upon recoiling the coil was noted to be outside of the ostia and in the uterus. The essure coil were placed successfully bilaterally with 1 coil visible on the left side and 3 coils on the right side at the conclusion of the procedure on (B)(6) 2009. Her healthcare providers attribute the abdominal pain to scar tissue from her essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion current weight : 225 lbs. Approximate weight at the time of essure placement: 154 lbs. On an unspecified date, MRI showed a benign cyst on pineal gland. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events bladder infection, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain back, abdominal pain, pelvic pain were clubbed with previously reported events. Events hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, anxiety, insomnia, bipolar disorder, personality disorder, device expulsion, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, holmes-adie pupil, neuropathy peripheral, seizure, allergy to metals, vaginal discharge, visual impairment, fatigue, weight increased, hyperchlorhydria, dyspepsia, adhesion, cervicitis, cervical cyst, adnexa uteri cyst, ovarian cyst, benign neoplasm, uterine pain, abdominal pain lower, device deployment issue, complication of device insertion were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: the coil was noted to be outside of the ostia and in the uterus/ migration of essure device"), pelvic pain ("severe pelvic pain/ pelvic pain"), genital haemorrhage ("abnormal bleeding"), pelvic adhesions ("fibrous adhesions"), dementia alzheimer's type ("ad cell syndrome"), bipolar disorder ("bipolar depression") and seizure ("seizures") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included attention deficit disorder (add(attention deficit disorder)), migraine, colitis, irritable bowel syndrome, kidney stones and fibromyalgia. Concurrent conditions included dysuria since (B)(6) 2012, chronic anxiety since (B)(6) 2013, depression since (B)(6) 2013, mental disorder since (B)(6) 2013, head injury since (B)(6) 2013, neck strain since (B)(6) 2013, contusion since (B)(6) 2013, contusion of knee since (B)(6) 2013, abrasions since (B)(6) 2013, fractured ribs (right ninth and 10th rib fractures) since (B)(6) 2013, visual disturbance (right eye) since (B)(6) 2013, subconjunctival hemorrhage (right eye) since (B)(6) 2013, myoclonus since (B)(6) 2013, physical assault since (B)(6) 2013, chronic interstitial cystitis since (B)(6) 2014, arthritis since (B)(6) 2014, attention deficit/hyperactivity disorder since (B)(6) 2014, asthma since(B)(6) 2014, cystitis interstitial since (B)(6) 2014, empty sella syndrome since 2013, overweight, bipolar disorder, personality disorder and empty sella syndrome. Concomitant products included ciprofloxacin hydrochloride for urinary tract infection as well as alprazolam, amitriptyline hydrochloride (elavil) since 2008, calcium carbonate since 2008, duloxetine hydrochloride (cymbalta), ferrous sulfate since 2008, gabapentin, gabapentin (neurontin) from (B)(6) 2013, obetrol (adderall), phenazopyridine hydrochloride, pregabalin (lyrica) since 2004, salbutamol (albuterol), sertraline (zoloft), trazodone and zolpidem tartrate (ambien) since 2008. On (B)(6) 2006, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2009, the patient experienced visual impairment ("vision/eye problems type: wears glasses after essure"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain") and back pain ("severe back pain/ pain back"). In (B)(6) 2010, the patient experienced bipolar disorder (seriousness criterion medically significant) with mental disorder, anxiety ("anxiety issues"), insomnia ("sleep problems (insomnia)") and personality disorder ("personality disorder mls (after essure)"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced vaginal discharge ("vaginal discharge") and ovarian cyst ("ovarian cysts"). In (B)(6) 2012, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced cystitis ("bladder infections/ bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced dementia alzheimer's type (seriousness criterion medically significant), neuropathy peripheral ("neuropathy in right lower leg and right arm/fingers/foot") and benign neoplasm of pineal gland ("benign cyst on pineal gland"). In (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criterion medically significant), cervicitis ("mild chronic cervicitis with nabothian cyst"), cervical cyst ("mild chronic cervicitis with nabothian cyst") and adnexa uteri cyst ("bilateral tubes with paratubal cysts"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), hyperchlorhydria ("stomach acid issues with food") and dyspepsia ("heartburn"). In (B)(6) 2018, the patient experienced plantar fasciitis ("plantar fasciitis") and pain in extremity ("foot pain"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), tooth disorder ("dental problems"), uterine pain ("uterine pain"), device deployment issue ("attempted to deploy both devices, but one failed to deploy"), complication of device insertion ("complication of device insertion"), eye disorder ("eye problem"), pineal gland cyst ("benign cyst on pineal gland") and attention deficit/hyperactivity disorder ("ad cell syndrome"). The patient was treated with surgery (a total laparoscopic hysterectomy and bilateral salpingectomy with lysis of adhesions), surgery (a total laparoscopic hysterectomy and bilateral salpingectomy with lysis of adhesions) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic adhesions, dementia alzheimer's type, bipolar disorder, seizure, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, insomnia, personality disorder, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, neuropathy peripheral, allergy to metals, vaginal discharge, visual impairment, fatigue, weight increased, cervicitis, cervical cyst, adnexa uteri cyst, ovarian cyst, benign neoplasm of pineal gland, uterine pain, device deployment issue, complication of device insertion, pineal gland cyst, attention deficit/hyperactivity disorder, plantar fasciitis and pain in extremity outcome was unknown, the pelvic pain, genital haemorrhage, cystitis, migraine, procedural pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia was resolving and the hyperchlorhydria and dyspepsia had not resolved. The reporter provided no causality assessment for complication of device insertion and device deployment issue with essure. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anxiety, attention deficit/hyperactivity disorder, back pain, benign neoplasm of pineal gland, bipolar disorder, bladder disorder, cervical cyst, cervicitis, cystitis, dementia alzheimer's type, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hyperchlorhydria, insomnia, menorrhagia, migraine, nausea, neuropathy peripheral, ovarian cyst, pain in extremity, pelvic adhesions, pelvic pain, personality disorder, pineal gland cyst, plantar fasciitis, procedural pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2006: patient underwent attempts to implant essure the device failed. Coil failed to release from device, a second device was advanced into the same ostia, however upon recoiling the coil was noted to be outside of the ostia and in the uterus. The essure coil were placed successfully bilaterally with 1 coil visible on the left side and 3 coils on the right side at the conclusion of the procedure on (B)(6) 2009. Her healthcare providers attribute the abdominal pain to scar tissue from her essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion. Current weight : 225 lbs. Approximate weight at the time of essure placement: 154 lbs. On an unspecified date, MRI showed a benign cyst on pineal gland. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs received, reporter added, concomitant drug added , events added as :pineal gland cyst, attention deficit/hyperactivity disorder, planter pasciitis, pain in extremity. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included attention deficit disorder (add(attention deficit disorder)), migraine, colitis, irritable bowel syndrome, kidney stones and fibromyalgia. Concurrent conditions included dysuria since (B)(6) 2012, urinary tract infection since (B)(6) 2013, chronic anxiety since (B)(6) 2013, depression since (B)(6) 2013, seizure since (B)(6) 2013, mental disorder since (B)(6) 2013, head injury since (B)(6) 2013, neck strain since (B)(6) 2013, contusion since (B)(6) 2013, contusion of knee since (B)(6) 2013, abrasions since (B)(6) 2013, fractured ribs (right ninth and 10th rib fractures) since (B)(6) 2013, visual disturbance (right eye) since (B)(6) 2013, subconjunctival hemorrhage (right eye) since (B)(6) 2013, myoclonus since (B)(6) 2013, physical assault since(B)(6) 2013, ovarian cyst since (B)(6) 2013, chronic interstitial cystitis since (B)(6) 2014, lower abdominal pain since (B)(6) 2014, arthritis since(B)(6) 2014, bipolar disorder since (B)(6) 2014, personality disorder since (B)(6) 2014, attention deficit/hyperactivity disorder since (B)(6) 2014, asthma since (B)(6) 2014, cystitis interstitial since (B)(6) 2014, empty sella syndrome since 2013 and allergy to metals since (B)(6) 2014. Concomitant products included ciprofloxacin hydrochloride for urinary tract infection as well as alprazolam and phenazopyridine hydrochloride. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infections"), migraine ("migraines"), procedural pain ("painful post-operative recovery"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (a total laparoscopic hysterectomy and bilateral salpingectomy with lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, cystitis, migraine, procedural pain, back pain, dysmenorrhoea and dyspareunia was resolving and the abdominal pain had not resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain and procedural pain to be related to essure. The reporter commented: on (B)(6) 2006: patient underwent attempts to implant essure the device failed. Her healthcare providers attribute the abdominal pain to scar tissue from her essure removal surgery. The essure coil is were placed successfully bilaterally with 1 coil visible on the left side and 3 coils on the right side at the conclusion of the procedure: total laparoscopic hysterectomy and bilateral salpingectomy with lysis of adhesions diagnostic results: hsg test was performed. Most recent follow-up information incorporated above includes: on 27-feb-2018: mr received. Reporters were added. Medically confirmed case. Patient details, concomitant disease, historical condition and concomitant drugs were added. Essure start date was changed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: the coil was noted to be outside of the ostia and in the uterus/ migration of essure device"), pelvic pain ("severe pelvic pain/ pelvic pain"), genital haemorrhage ("abnormal bleeding"), pelvic adhesions ("fibrous adhesions"), dementia alzheimer's type ("ad cell syndrome"), bipolar disorder ("psychological or psychiatric problems - coditions: bipolar depression") and seizure ("seizures") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "attempted to deploy both devices, but one failed to deploy". The patient's past medical history included attention deficit disorder (add(attention deficit disorder)), migraine, colitis, irritable bowel syndrome, kidney stones and fibromyalgia. Concurrent conditions included dysuria since (B)(6) 2012, chronic anxiety since (B)(6) 2013, depression since (B)(6) 2013, mental disorder since (B)(6) 2013, head injury since (B)(6) 2013, neck strain since (B)(6) 2013, contusion since (B)(6) 2013, contusion of knee since (B)(6) 2013, abrasions since (B)(6) 2013, fractured ribs (right ninth and 10th rib fractures) since (B)(6) 2013, visual disturbance (right eye) since (B)(6) 2013, subconjunctival hemorrhage (right eye) since (B)(6) 2013, myoclonus since (B)(6) 2013, physical assault since (B)(6) 2013, chronic interstitial cystitis since (B)(6) 2014, arthritis since (B)(6) 2014, attention deficit/hyperactivity disorder since (B)(6) 2014, asthma since (B)(6) 2014, cystitis interstitial since (B)(6) 2014, empty sella syndrome since 2013, overweight, bipolar disorder, personality disorder and empty sella syndrome. Concomitant products included obetrol (adderall) for fatigue, ciprofloxacin hydrochloride for urinary tract infection as well as alprazolam, amitriptyline hydrochloride (elavil) since 2008, calcium carbonate since 2008, duloxetine hydrochloride (cymbalta), ferrous sulfate since 2008, gabapentin, gabapentin (neurontin) from (B)(6) 2013, phenazopyridine hydrochloride, pregabalin (lyrica) since 2004, salbutamol (albuterol), sertraline (zoloft), trazodone and zolpidem tartrate (ambien) since 2008. On (B)(6) 2006, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower. In 2008, the patient experienced ovarian cyst ("other injury(ies) or complication(s) - please describe: ovarian cysts"). In (B)(6) 2009, the patient experienced weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2009, the patient experienced visual impairment ("vision/eye problems type: wears glasses after essure") and eye disorder ("eye problem"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On (B)(6) 2010, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain") and back pain ("severe back pain/ pain back"). In (B)(6) 2010, the patient experienced bipolar disorder (seriousness criterion medically significant) with mental disorder, hormone level abnormal ("hormonal changes -describe: hormonal changes"), anxiety ("psychological or psychiatric problems - coditions: anxiety issues"), insomnia ("psychological or psychiatric problems - coditions: sleep problems (insomnia)"), personality disorder ("psychological or psychiatric problems - coditions: personality disorder mls (after essure)"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) - type: bladder infections/ bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - type: urinary tract infection") and vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal infection"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dementia alzheimer's type (seriousness criterion medically significant), neuropathy peripheral ("neuropathy in right lower leg and right arm/fingers/foot") and the first episode of benign neoplasm of pineal gland ("benign cyst on pineal gland"). In (B)(6) 2014, the patient experienced the second episode of benign neoplasm of pineal gland ("benign cyst on pineal gland"). On (B)(6) 2014, the patient experienced pelvic adhesions (seriousness criterion medically significant), cervicitis ("mild chronic cervicitis with nabothian cyst"), cervical cyst ("mild chronic cervicitis with nabothian cyst") and adnexa uteri cyst ("bilateral tubes with paratubal cysts"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), hyperchlorhydria ("gatsrointestinal or digestive sysytem condition - type: stomach acid issues with food") and dyspepsia ("gatsrointestinal or digestive sysytem condition - type: heartburn"). In (B)(6) 2018, the patient experienced plantar fasciitis ("plantar fasciitis") and pain in extremity ("foot pain"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), uterine pain ("uterine pain"), complication of device insertion ("complication of device insertion/ coil failed to release from the device, a second device was introduced into same ostia. ") and attention deficit/hyperactivity disorder ("adhd (attention deficit/hyperactivity disorder)"). The patient was treated with rivaroxaban (xarelto), solpadeine (tylenol 1), ibuprofen (motrin), ciprofloxacin, surgery (a total laparoscopic hysterectomy and bilateral salpingectomy with lysis of adhesions), surgery (a total laparoscopic hysterectomy and bilateral salpingectomy with lysis of adhesions) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic adhesions, dementia alzheimer's type, bipolar disorder, seizure, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, insomnia, personality disorder, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, neuropathy peripheral, allergy to metals, vaginal discharge, visual impairment, fatigue, weight increased, cervicitis, cervical cyst, adnexa uteri cyst, ovarian cyst, the last episode of benign neoplasm of pineal gland, uterine pain, complication of device insertion, attention deficit/hyperactivity disorder, plantar fasciitis and pain in extremity outcome was unknown, the pelvic pain, genital haemorrhage, cystitis, migraine, procedural pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia was resolving and the hyperchlorhydria and dyspepsia had not resolved. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, anxiety, attention deficit/hyperactivity disorder, back pain, bipolar disorder, bladder disorder, cervical cyst, cervicitis, cystitis, dementia alzheimer's type, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hyperchlorhydria, insomnia, menorrhagia, migraine, nausea, neuropathy peripheral, ovarian cyst, pain in extremity, pelvic adhesions, pelvic pain, personality disorder, plantar fasciitis, procedural pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of benign neoplasm of pineal gland and the second episode of benign neoplasm of pineal gland to be related to essure. The reporter commented: on (B)(6) 2006: patient underwent attempts to implant essure the device failed. Coil failed to release from device, a second device was advanced into the same ostia, however upon recoiling the coil was noted to be outside of the ostia and in the uterus. The essure coil were placed successfully bilaterally with 1 coil visible on the left side and 3 coils on the right side at the conclusion of the procedure on (B)(6) 2009. Her healthcare providers attribute the abdominal pain to scar tissue from her essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion current weight : 225 lbs. Approximate weight at the time of essure placement: 154 lbs. On an unspecified date, MRI showed a benign cyst on pineal gland. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received, event: wears glasses added, event onset dates updated, reported event terms updated. Treatment drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.